Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed that ra sensitivity could be adjusted back to nominal. The lead remains in service. No adverse patient effects were reported.